Event description:
It was reported via repair work order that the patient right side rail would not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the patient right side rail would not raise or lower. Follow-up submitted as further investigation determined the siderail was stuck in the low position due to a damaged timing link.

Event description:
It was reported via repair work order that the patient right side rail was stuck in the low position due to a damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.